Event description:
It was reported that during a procedure to implant the ipg, impedance check revealed high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as the patient did not report any falls, accidents or trauma prior to the reported event. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.